Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device wasn't returned, but the receiver ((B)(4)) that was used with the device was received for evaluation on 07/19/2016. The receiver ((B)(4)) was evaluated and passed external visual inspection. However, the receiver was unable to go under global receiver functional testing. The data log was reviewed and confirmed the reported complaint of inaccurate cgm values. A definitive root cause could not be determined post investigation.